Event description:
It was reported that the saline solution was absent in the vial and the lens was hard. A few white crystals were found sticking to the lens. The lens was hard; therefore it could not be folded for injection. There was no patient contact.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.